Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump indicated a data log corruption. Additionally, it was reported that the pump battery was depleting quickly. It was also reported that the customer experienced blood glucose (bg) level displayed as "low" on the continuous glucose monitor. Bg was addressed via consumption of carbohydrates. Reportedly, customer's non tandem continuous glucose monitor was not available and as a result, the pump delivered insulin based off the customer¿s personal profile settings and not based off the control iq software settings. Reportedly, customer continued using pump for insulin therapy.